Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 68 mg/dl while using the ilet, and the device alerted to the low glucose; the user planned to correct with breakfast and oral glucose. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.